Event description:
It was reported that the patient experienced recurrent low blood glucose while using the ilet, with readings of 60 mg/dl, a transient rise to 73 mg/dl after carbohydrate intake, and a subsequent drop to 65 mg/dl, alongside apparent multiple meal announcements that the patient stated she did not initiate, raising concern for accidental or duplicate meal entries. Symptoms included hypoglycemia. Outcomes included consumption of oral carbohydrates per the 15/15 guidance, though the patient ingested approximately 40 grams via lemonade instead of 15 grams, and a follow-up call was planned. Investigation included chart review, user interview, and troubleshooting education regarding meal announcement workflow and hypoglycemia treatment. Investigation of this case revealed no device malfunction reported at the time, with the likely issue being accidental meal announcements and user management of hypoglycemia without a confirmatory fingerstick due to unavailable glucometer. It was concluded, based on previously established findings for similar reports, that the cause was user-related operation and use error.